Event description:
The report states that during a lavh, the jaws of the device were sticking. The jaws were cut out of tissue and bleeding occurred. The blood loss was less than 250cc.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.